Event description:
During the technical service evaluation the diagnostic logs were evaluated anf a system fault was detected in the log entries. The device was not in use when the fault occurred; therefore, there was no pt involvement. Reference MFR #3004604967-2014-00028.